Manufacturer narrative:
Zimmer biomet complaint (B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00132.

Event description:
It was reported a revision was performed due to two screws backing out where bone was breaking, not from the original sternotomy but from the sides. The implants were removed and the surgeon used robicsek weave to bring the sternal halves together. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence that the revision was performed. The products were not returned for investigation and no photos, scans, x-rays, or physician's reports were provided. For these reasons, visual evaluation and functional testing could not be conducted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.